Event description:
Reportedly, a spark was noticed during the procedure. The surgeon stopped the procedure. A burn was noticed on the blue insulation of the bovie tip. Also there was a small open blisters noted on the inside of bilateral corners of the mouth. There was no report of additional burns to the patient. Procedure: tonsilectomy, patient sex: unknown.